Manufacturer narrative:
The device was not received for evaluation. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient experienced hypoglycemia and lost consciousness. The patient called in response to receiving the field safety notice (fsn) and believed their bolus calculator had experienced the described issue before the notice was sent out. As a result of the hypoglycemia, the patient sought medical attention, but did not receive treatment. The patient was able to treat their low blood sugars with soda.